Event description:
It was reported during a posterior lateral fusion of lumbar spine on (B)(6) 2014 the head of polyaxial screw became disengaged from head of screw while being turned near final screw depth. The disengaged head was retrieved with pick-ups and the screw removed with a screwdriver. A new screw was implanted and the procedure was completed successfully with a four minute surgical delay. No patient harm. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Weight reported as approximately (B)(6). The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation: one 7.0mm titanium matrix polyaxial screw (part 04.632.740, lot 7782261, mfg aug 2014) was returned with the complaint that ¿the head of polyaxial screw became disengaged from head of screw while being turned near final screw depth.¿ upon receipt of the screw, it was seen that the body and collet of the tulip head are no longer attached to the screw, and the threading in the screw head is becoming unraveled at the proximal region. The tulip head could be placed on and removed easily and with little force. This complaint is confirmed as they did become separated. The drawings for this implant were reviewed and the design, materials, and finishing processes were found to be adequate for the intended use of this device. While the tulip head is designed to be removable, the damaged threading in the screw head changed the contacting surface geometry, contributing to this complaint. It is possible that interaction with a matrix holding sleeve during insertion damaged this threading. This complaint condition is confirmed, damage to the internal threading of the bone screw head during insertion likely contributed to this complaint condition, however the tulip heads of the polyaxial screws are designed for possible disassembly without damage to the screw. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.